Manufacturer narrative:
The resonator, s/n (B)(4), was replaced and was not returned to the manufacturer.

Event description:
It was reported that during a bph surgical procedure: ¿fiber coupler to hot.¿ the procedure was completed with an alternate procedure ¿turp.¿ patient outcome: no patient injury reported.

Manufacturer narrative:
The reported ¿fiber coupler to hot¿ was verified and determined to be the result of a resonator module issue. The resonator was replaced and system powers and safety feature checked and verified. The system was tested and verified to meet specification.